Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B) (4) detailed analysis of the lead was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event.

Event description:
A lawsuit alleged that the plaintiff suffered injuries, including, but not limited to, inappropriate shocks, lead replacement surgery, incurred medical expenses for care and treatment, and suffered physical and mental pain. The lead remained in use. It was later explanted, replaced, and returned with a report that the lead had high impedances and a fracture. No further patient complications were reported as a result of this event.